Event description:
Follow up information reported that the cause of the high impedances were unknown. If additional information is received, a follow up report will be sent.

Event description:
It was reported that there was impedance values > 4000 ohms, <(><<)> 15 ua on "right brain" even though the patient was getting good therapy results with no side effects. Tremor was in "good control." There were values of > 4000 ohms on some of the bipolar pairs. Seeing > 4000 ohms, reading "on left brain" with <(><<)> 15 ua on contacts 0/2, 0/3, 1/2 was reported. The patient was programmed at 3.5v, 60pw, 185 hz, 0+/1- at the time of the report. Therapy impedance was "good" at 929 ohms. Comparing measurements taken back in october 2012, there were some changes that were visible. Nine days later, it was reported that the ins (implantable neurostimulator had not been explanted and no revision had been done at the time of the report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).